Manufacturer narrative:
Section device evaluated by MFR: additional information. Manufacturer's investigation conclusions: a root cause for the infection and a correlation to the device could not be conclusively determined through this evaluation. The evaluation of (B)(4) did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 6¿ from the pump housing and a distal portion was returned measuring approximately 33¿. The dacron velour appeared to have been removed from the internal portion of the driveline during explant. The sealed inflow conduit was returned severed midway along the flex section and sealed outflow graft conduit was returned with approximately 0.5¿ of graft material. The bend relief attachment and outflow graft clip were also returned. The exterior of the pump appeared to have been cleaned following explant. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists infection as an adverse event that may be associated with the use of the hmii lvas. This IFU, as well as the hmii patient handbook, also provides information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received a pump exchange due to infection. No further information was provided.